Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: vamc3232c200te, sn unknown, expiration date: unknown, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment. It was reported that one day post index procedure the patient had bleeding and expired. Per the investigator, the event was procedure related. No additional clinical sequelae were reported and no further information is available.